Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the byte dentist reviewed and determined the patient is contraindicated due to some alveolar bone loss around the lower anterior/bone loss developing in mandibular anterior area.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.